Manufacturer narrative:
This report is submitted on august 20, 2021.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea. The patient then underwent revision surgery to reposition the electrode array. The implanted device remains.